Event description:
It was reported that, "bone and component wear, evident on xray. Revised."

Manufacturer narrative:
The reported devices were not returned for eval. No medical records and x-rays were available. The results of the investigation indicate that this event may be associated with clinical factors as indicated in the IFU. Poly wear of the liner is expected, especially after it has been implanted in vivo for approx 18 years. If add'l info becomes available then it will be submitted in a supplemental report.